Event description:
It was reported that during an unknown procedure, the instrument cut completely but did not staple completely. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.